Manufacturer narrative:
Pentax model eg29-i10c is classified as import for export, therefore 510k is not applicable. Pentax same model eg29-i10c-us is distributed in the USA with 510k k190805. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a report stating "foggy image" that occurred in the operating room, prior to use in apac region involving pentax medical video gastroscope, model eg29-i10c, serial number (B)(4). The device was returned and inspected at the pmk service center and is currently awaiting repairs. This event meets the requirements for FDA reportability